Event description:
The customer reported that the fiber cap detached inside the pt at 23,371 joules during a prostate procedure. The cap was returned with the device for analysis. The method of cap retrieval is not known. No problems were reported with the pt.

Manufacturer narrative:
The fiber was returned to the MFR and was analyzed. Joules were verified on the fiber card as 23,371 joules. Upon analysis of the returned fiber, a two an one-quarter (2 1/4) inch long section of fiber was found to be broken off at the distal side of the control knob, towards the tip. The fiber tip was returned within the packaging. The customer's report was confirmed. Based on the analysis of fiber breakage during use, the condition of the fiber could result in an unsafe firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be excessive and/or inadvertent bending of the fiber, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles.